Manufacturer narrative:
Philips service replaced the defective power supply (459800387582, 459800544322) and tested the system, confirming proper operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that there were no live or reference images on the flexvision monitor on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.